Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's nozzle and cover had foreign objects. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was july 16, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the foreign material in the nozzle and plastic distal end cover at distal end could not be determined since it was confirmed that the reprocessing was conducted in accordance with instructions for use, and the foreign material residue points were not deformed (no physical damage). The foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.